Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high threshold and that the threshold was inconsistent. The pace/sense portion of the lead was capped and a new lead was implanted in its place. It was further reported that the new 5076 lead exhibited oversensing and noise. The lead remains in use. No patient complications have been reported as a result of this event.